Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) pacing lead was surgically abandoned and replaced during a routine device replacement procedure. The lead exhibited pacing impedance measurements of greater than 2,500 ohms, loss of capture at maximum outputs, and no sensing. The lead issue was discovered when a magnet applied to the device did not produce asynchronous pacing. No adverse patient effects were reported.